Event description:
It was reported that the cassette lock error occurred frequently. Event occurred before patient use, during testing. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number 2183161-2025-00032. The date of that submission was 04-march- 2025. B3. Date of event: unknown. No information has been provided to date. H3: one device was received for evaluation. No service history was reported within the last twelve months. Review of event history log was able to confirm the customer¿s reported issue of cassette lock error. The reported issue was confirmed through the operation test. The root cause was a latch lock sensor failure. The sensor was replaced. The device then passed all functional and delivery tests performed after the repairs.